Event description:
Patient was revised to address osteolysis and cup loosening.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised to address osteolysis and cup loosening. Doi (B)(6) 2006 - dor (B)(6) 2013 (right hip). Update 08/19/2013 - patient's revision operative records were received. There is no new information that would change the existing MDR decision. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Medical records, including x-rays were obtained. The undated radiographs provided show a large amount of heterotopic ossification inferior to the acetabulum bridging to the lesser trochanteric region. The radiographs do not provide a view of the full pelvis, so no comments can be made regarding component positioning. Due to the lack of serial radiographs from the time of original implantation (2005) it cannot be determined if there were any other changes to the bone over time. With the limited information provided, it cannot be determined that the complaint is product related. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.